Event description:
It was reported by the customer that pyxis medstation es system experienced a failure in its storage space. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was unable to open either of the tower doors. A field service engineer removed and replaced comsled, followed by a reboot to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The device functioned as intended after the field service engineer troubleshooted the device.